Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6). (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/16/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/25/2016 with the following findings: on investigation, the pump powered on without operational auditory tone. Investigation confirmed the complaint. The pump was opened for investigation and revealed a crack in a solder joint of the audio tone module. .